Manufacturer narrative:
The pod was received with the cannula fully deployed and needle retracted. The data from the pod showed that the device ran for 974 pulses and delivered multiple immediate boluses before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. The exposed portion of the soft cannula was not observed to be bent, kinked, or damaged. No timeouts or drive stalls were observed in the download data that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 450 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. After removal, it was discovered that the pink slide insert did not move fully into the viewing window which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment information was not provided.